Event description:
Two different lumbar disectomy procedures, same surgeon. Both motors and/or handpieces heated up and one heated up so much that it burned the surgeon's inner aspect on index finger during the second procedure. No prolonging of surgery or pt incident for either case. Not sure which set was used during procedure when surgeon was burned. Surgeon was double gloved. He had to be treated for ist degree burn (silvadane ointment to treat burn) reference: 2916714-2006-00035 device 1.